Manufacturer narrative:
Medtronic investigation of returned suspect motor battery charger board finds that the reported issue was confirmed. During functional output bench testing it was noted that the channel d output, under no load, cycles from near 12vdc to 0vdc. It was also noted that d3d blinks in cadence with the electrical cycling. Visual inspection noted leaking capacitor. Charger board channel d is faulty. The reported event was confirmed to be caused by an electrical failure mode. As previously reported the motor battery charger board was replaced to resolve the issue.

Manufacturer narrative:
Patient demographic information is not available. A medtronic representative inspected the imaging system on-site, and found the motor battery charger board to be the cause of the reported issue. The part was replaced and the issue was resolved. The part has been returned the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. The system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that during a procedure, the imaging system displayed a critical battery error, and became unusable. The door was manually opened and the system was manually moved away from the patient. No impact to the patient was reported. No additional details were provided.